Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The lead was placed in an ultra-sonic cleaner for a period of time. Subsequently, the helix mechanism was confirmed to be fully functional. Based upon the clinical observations and the laboratory findings, we believe that dried blood/body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular lead experienced difficulty to position. After three attempts a helix issue was observed which led to the dislodgement of the lead. It was decided to not use this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead experienced difficulty to position. After three attempts a helix issue was observed which led to the dislodgement of the lead. It was decided to not use this lead, and another one was implanted instead. This lead is expected to be returned for analysis. No adverse patient effects were reported.